Manufacturer narrative:
(B)(4). The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb), and the service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of communication and assertion errors while in use on a patient. The patient was removed from the ventilator and was placed on a second ventilator. The patient was not harmed or injured as a result of the event.